Manufacturer narrative:
Vyaire medical investigation file # (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : the device has not been returned for evaluation.

Event description:
It was reported to vyaire medical, the avea ventilator is giving low o2 alarm. No patient involvement.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h11. Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician installed pm kit 16138, internal battery pack, and oxygen sensor. Made necessary adjustments for proper operation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.